Manufacturer narrative:
Product investigation is in progress.

Event description:
They (tampon) stayed retained in the body, got stuck but I was able to get it out- vagina [foreign body in reproductive tract] 6- 7 of the tampons, the string was attached in the wrong way¿incorrectly made, the string went the wrong way like the string was at the top [device physical property issue]. Case narrative: consumer reported via phone that the tampon strings were attached in the wrong way. No serious injury reported.